Event description:
Ambulance responded to a pulseless 7 month old infant. Advanced life support was initiated. While transporting the infant to the hosp, pt was placed on a cardiac monitor. The monitor displayed a "v-fib" rhythm. Medic attempted two (2) shocks with no change in the infant's status. Infant died at the hosp. The medic suspected a problem with the monitor. The monitor was examined back at the operations by the MFR's tech, who concluded that the pediatric paddles were not functioning due to a "bent connector." As a result, the unit displayed a shock, but none were ever delivered. Baby's weight is 7-10 lbs.